Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level ranged from 70-130 mg/dl. Reportedly, the pump was replaced to resolve issue and customer reverted to an alternate method of insulin therapy.